Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device were out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too short. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where two implants were installed to augment a different screw in the joint. On (B)(6) 2021, the surgeon removed the screw and an additional implant of the same type as those installed on (B)(6) 2019. The surgeon determined that the initial caudal positioned implant was too short and ineffective. On (B)(6) 2021, the surgeon performed a revision procedure where he removed the short implant and replaced it with a larger implant of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.